Manufacturer narrative:
Section d4 - information about the device was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their system controller replaced. After replacing the system controller all four battery clips were hard to close because the screws were hard. They were able to tighten smoothly when replaced.

Manufacturer narrative:
Section d4: primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of an unknown system controller exchange was not confirmed. There were no photos or log files submitted for review. The system controller was not returned. The provided information stated that after replacing the controller, all four battery clips were hard to screw into. The issue resolved after the battery clips were replaced. It is unknown why the system controller was initially exchanged. Additional information provided stated that the account was unable to provide the reason for the exchange, log files, and serial number of the controller. They did not recall the specific case details and did not have access to the patient records. No additional follow-up attempts were performed. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook (rev. C), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.